Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery (ata). A 2.0mmx30mmx143cm fg coyote nc mr, (B)(6) (nc quantum apex) balloon catheter was advanced for pre-dilatation. However, on first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The balloon was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter and a stopcock. The balloon was loosely folded with blood in the hub, lumen and balloon. Microscopic investigation of the balloon revealed a pinhole 10mm distal of the proximal mb. There were numerous kinks in the hypotube, and damage to the distal tip. There is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(4) stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery (ata). A 2.0mm x 30mm x 143cm fg coyote nc mr, (B)(4) (nc quantum apex(tm)) balloon catheter was advanced for pre-dilatation. However, on first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The balloon was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.